Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed loss of capture (loc) on the right ventricular (rv) lead. Due to loc, the implantable cardioverter defibrillator (ICD) incorrectly interpreted the patient¿s rhythm. As a result, inappropriate shock and anti-tachycardia pacing (atp) was delivered by the rv lead and ICD. The physician elected to disable therapies and will continue to monitor the patient. The patient condition was stable.